Event description:
New information indicated that the lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that a partial lead was returned in two pieces. Visual examination of the connector portion revealed an insulation abrasion at 12.8 cm to 13.1 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.

Event description:
New information indicated that the lead continued to exhibit noise.

Event description:
New information indicated that noise continued to be observed after programming changes were made.

Event description:
It was reported that during a clinic visit, the right atrial lead exhibited noise reversion and inappropriate auto mode switch episodes due to oversensing. The noise could not be reproduced with isometrics and pocket manipulation. The device was reprogrammed. No patient symptoms were reported; the patient would continue to be monitored.